Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleges that circuit would not pass pre-use check on servo I ventilator due to crack cap for pressure post on wye." No patient injury reported.